Event description:
It was reported that while in the cardiovascular operating room (cvor), the surgeon went to place the fiberoptix sensor (fos) catheter in the pt. The pt's anatomy was tortuous and the surgeon could not navigate the artery. The catheter was removed and a ultraflex catheter was inserted with no problems. There was no reported pt death or injury. Medical/surgical intervention was not required. The therapy was delayed a "few minutes" and outcome of the pt is "fine".

Manufacturer narrative:
(B)(4). Sample will not be returned for evaluation.